Event description:
It was reported that the device loses power when the user pressed the analyze, energy output, energy charge buttons or attempted to run the user test. The device would not be able to deliver defibrillation therapy in the reported condition.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third party service agent evaluated the device and recommended replacement of the therapy pcb assembly. The customer declined the repair and advised that they will retire the device due to the costs associated with the repair. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.